Event description:
Rn reported home patient (hp) has experienced extreme itching and burning on hp's feet for the past week during hp's automated peritoneal dialysis (apd) treatments. Hp reports to have scratched self until hp bleeds, in an attempt to relieve the itching. However, after a whole body examination at the emergency room, the hcp noted "not a mark on home patient's body." Rn reports hp has been non-compliant with taking hp's anti-psychotic medication due to an upset stomach hp receives upon ingestion of the medication. Hp was treated with benadryl for the itching, with no relief noted. As a result, hp was prescribed atarax and again no relief was noted. Rn indicated the hp has had an elevated phosphorous level for the past two weeks. Rn follow-up indicated hp was resumed taking hp's anti-psychotic medication as directed and no further issues have been reported. Rn stated hp does not attribute the reported incident to be product related.